Manufacturer narrative:
There have been no other issues of the same nature at the customer site within the past 12 months. No abnormal trends were identified over the past 90 days with regards to the reagent probe in combination with erratic patient results.

Manufacturer narrative:
Na

Event description:
The customer stated that from (B)(6) 2017, quality controls were outside of range and calibrations were failing for multiple tests on the analytical p module (pmod) analyzer. The customer mentioned that they had to repeat quality controls several times to get these to fall within range. The customer also mentioned that an unspecified number of patient samples tested for phos inorganic phosphorus (phos) and alt (alat/gpt) alanine aminotransferase acc. To ifcc with/without pyridoxal phosphate activation - alt had results which needed to be amended. The customer provided data for three patient samples that had erroneous initial phos and alt results which were reported outside of the laboratory. Of these three samples, one sample had an erroneous result that is reportable as a malfunction. The sample initially had a phos result of 24.1 mg/dl and this repeated as 3.4 mg/dl. The 3.4 mg/dl value was deemed to be the correct result. The patient was not adversely affected. The phos reagent lot number and expiration date were asked for, but not provided. The field service engineer determined that a reagent probe was misadjusted. He adjusted the probe. He verified that the analyzer was working within specifications. The customer ran calibrations and controls and was satisfied with the control results.